Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a surgical aortic valve (sav), the transcatheter bioprosthetic valve ¿dove¿ upon release. The implant resulted in severe paravalvular leak (pvl) on the non-coronary cusp and the left coronary cusp. A second transcatheter bioprosthetic valve was implanted, valve-in-valve. No adverse patient effects were reported.